Manufacturer narrative:
A review of the complaint history for sn ((B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-2 where all pockets were showing duplicate address errors. A field service engineer (fse)replaced the row board ribbon cable, reseated the flex cable, reassembled the drawer, powered on the station and reinserted the pockets one row at a time. After recovery, fse moved new pockets into the drawer, and the user was able to reload medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es storage space was failed and duplicate address detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.